Event description:
It was reported that after the replacement of the patient's generator due to end-of-service, no communication condition, the new generator attached to the patient's lead detected high impedance. Therefore the patient's lead was also replaced. Afterwards the lead impedance on the new generator and lead was within normal limits. The company representative in the or indicated that he did not believe pin reinsertion was performed. The patient reported that he had felt that the vns had stopped working two weeks prior to surgery because he could not feel normal or magnet stimulation. He said that the surgeon had told him that the lead was frayed. The company representative found that on (B)(6) 2017 on the patient's old generator, device diagnostics had indicated high lead impedance and end of service condition. The suspect product has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial MDR inadvertently omitted the following statement: "the surgeon denied that the lead was frayed and said that the lead looked normal and was implanted normally.

Event description:
The surgeon denied that the lead was frayed and said that the lead looked normal and was implanted normally. The lead and generator were received into product analysis. Product analysis was completed on the returned generator. Low battery, end of service condition, was confirmed. The device performed according to functional specifications of the post-burn test with no anomalies found. Product analysis was completed on the returned lead, the lead body was returned in two pieces. The electrode assembly not returned and so could not be evaluated. Three strand segments of the negative coil were found detached from the coil end during inspection of the lead. A lead fracture was verified at the end of the negative coil closest to the electrodes. Scanning electron microscopy of the negative coil end and strand segments showed that pitting or electro-etching conditions occurred at the broken coil end. The fracture mechanism could not be identified due to this pitting. No further anomalies were identified. No further relevant information has been received to date.